Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported they experienced a high blood glucose on (B)(6) 2020 with blood glucose of 520 mg/dl at the time of the incident. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active. The customer also reported that the reservoir retainer ring was missing on the insulin pump and the reservoir was not able to lock in place. The customer reported the high blood glucose was caused by the reservoir coming out of the insulin pump. The customer noticed the missing retainer ring on approximately (B)(6) 2020. The insulin pump will be returned for analysis.